Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump may have been exposed to moisture. Customer's blood glucose level was 450 mg/dl. She could not treat her high blood glucose level because of the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.